Manufacturer narrative:
Section g1 contact name, address, email, phone, fax updated. Service inspected the analyzer, performed troubleshooting and determined the ict probe the likely cause of the depressed results. Service replaced the part, and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for serial (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem; and instructions for replacing the ict probe. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. No trends identified for the ict probe. A search for corrective and preventative action did not identify a nonconformance or potential nonconformance for ict probe. The calculated erratic rates for the architect (B)(6) systems were all below the upper control limit. No systemic issues or adverse trends for the issue associated with this ticket. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false depressed sodium result on patient sample that repeated higher processing on the architect c16000. Data provided of a patient sample that tested architect sodium of 113 mmol/l that repeated 140 mmol/l (normal range). No specific patient information provided. No impact to patient management was reported.